Event description:
Caller reported the advantage system gave a blood glucose result "in 200's" mg/dl at about 12:00 pm, reported he was symptomatic of hypoglycemia. He took some glucophage, but does not remember how much. Two hours later, he started being sick, decided to go to the hospital, but he fell and passed out in the parking lot for an undetermined time. People found him passed out in the parking lot, called ambulance. Ambulance test result was 35 mg/dl. He does not recall any treatment. Customer arrived at the hospital around 4:00 pm, was admitted for 3 days. Customer discarded the strips in use at the time because they were expired. Replacement was sent.

Manufacturer narrative:
Strips not available for return.